Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus generalised ("itching over the whole body"), pregnancy with contraceptive device ("essure inserted when patient was pregnant in week 5. Pregnancy was discovered first when she was going to have the implants withdrawn") and genital haemorrhage ("since essure removal she lives with severe bleedings/ bleeding the whole time") in a female patient who had essure inserted for sterilization. Other product or product use issues identified: medical device monitoring error "essure inserted when patient was pregnant in week 5" (seriousness criterion medically significant) on (B)(6) 2018 and circumstance or information capable of leading to device use error "the implants contain nickel and she is very allergic to nickel which can be read in her medical history". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced pruritus generalised (seriousness criteria medically significant and intervention required). In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal a month after insertion) and elective abortion. Essure was removed in (B)(6) 2018. At the time of the report, the pruritus generalised and pregnancy with contraceptive device had resolved and the genital haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered genital haemorrhage and pruritus generalised to be related to essure. The reporter commented: after essure removal the itching disappeared but since then she lives with severe bleedings. In connection with the sterilization the hospitals made mistakes. She was pregnant in week 5 when the implants were inserted but the pregnancy was discovered first when she was going to have the implants withdrawn. Further the implants contain nickel and she is very allergic to nickel which can be read in her medical history. Patient had to choose between keeping the baby and the implant or remove both. According to patient with the symptoms she had from the implants she would never survive nine months pregnancy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus generalised ("itching over the whole body"), pregnancy with contraceptive device ("essure inserted when patient was pregnant in week 5/ pregnancy was discovered first when she was going to have the implants withdrawn") and genital haemorrhage ("since essure removal she lives with severe bleedings/ bleeding the whole time") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure inserted when patient was pregnant in week 5" (seriousness criterion medically significant) on (B)(6) 2018 and medical device monitoring error "the implants contain nickel and she is very allergic to nickel which can be read in her medical history". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced pruritus generalised (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal a month after insertion) and elective abortion. Essure was removed in (B)(6) 2018. At the time of the report, the pruritus generalised and pregnancy with contraceptive device had resolved and the genital haemorrhage had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered genital haemorrhage and pruritus generalised to be related to essure. The reporter commented: after essure removal the itching disappeared but since then she lives with severe bleedings. In connection with the sterilization the hospitals made mistakes. She was pregnant in week 5 when the implants were inserted but the pregnancy was discovered first when she was going to have the implants withdrawn. Further, the implants contain nickel and she is very allergic to nickel, which can be read in her medical history. Patient had to choose between keeping the baby and the implant or remove both. According to patient, with the symptoms she had from the implants she would never survive nine months pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.